Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found on the bd intima-ii¿ closed IV catheter system during use when the needle was withdrawn. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "when customer used the intima-ii, she found the white foreign matter on catheter, the white foreign matter was taken out together with the needle when the needle withdraw."

Event description:
It was reported that white foreign matter was found on the bd intima-ii¿ closed IV catheter system during use when the needle was withdrawn. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "when customer used the intima-ii, she found the white foreign matter on catheter, the white foreign matter was taken out together with the needle when the needle withdraw."

Manufacturer narrative:
Investigation:a device history review was conducted for lot number 9077833. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events.